Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, (B)(6) 2014; 5076-45 lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a decrease in heart rate and the patient was feeling fatigue due to t-wave oversensing on the right ventricular lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.